Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance just below the alert threshold. The rv lead remains in use and the physician will continue to monitor the lead. No patient complications have been reported as a result of this event.